Event description:
After a revision of the pump (see manufacturer report# 3004209178200805283), the patient reported not being able to walk due to the pain. She had a walker and wasn't able to go up or down stairs. She had to take small steps. She also reported that the right side was numb and the back was swollen. Info received from the healthcare provider reported that a catheter dye study (no date provided) revealed that the catheter had dislodged and gone out of the dural space. The patient experience increased pain. The catheter and pump were replaced. The medication used in the pump was morphine. The patient recovered without sequela.

Manufacturer narrative:
Other result code: catheter.